Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was programmed to 60 ppm yet the patient was found pacing at 90 ppm. The physician belives the ICD spontaneously reprogrammed itself to a higher pacing output. The physician further alleges that due to the high rate pacing the paitent now has congestive heart failure.